Event description:
It was reported that results of a CT scan showed that the electrode array was in the eustachian tube and not in the inner ear. Revision surgery to reposition the array will be scheduled.